Manufacturer narrative:
One expired 8fr angio-seal vip device was returned for product evaluation. The carrier tube assembly, hemostasis sheath, arteriotomy locator, anchor and guidewire were returned along with the header bag. Visual inspection revealed that there were no signs of damage or deformation noted on the returned sheath, locator and guidewire. The bypass tube was found to be dislodged to the proximal end of the device cap and the deployment sleeve of the device was found to be in the forward lock position with color bands concealed. The distal tip of the carrier tube was then examined under the microscope and it was confirmed that the anchor was detached from the suture knot. The collagen was still present within the manufacturing slit of the carrier tube in a partially expanded state. There was a clear indication that the suture was sewn into the collagen. The returned anchor was examined, and it was confirmed to be disintegrated from the suture knot. After completion of visual analysis, the collagen was removed from the carrier tube. Upon removal of the collagen, the suture knot fractured from the suture. A pair of tweezers was then used to pull on the suture and the suture was able to unspool without any resistance. No brittleness or fragility was observed upon subjecting the suture to a mechanical pulling force. The returned header bag was then examined visually. It was noted that the temperature indicator was triggered and discolored into dark grey (slight black) color in the half dot area. It was also noticed that the shelf life of the returned device was expired upon receipt. The device was within the expiry date when it was opened at the facility. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 18jun2020. The product was stored in an air-conditioned warehouse, stored at 23[?]. Upon receipt, the user did notice the temperature indicator prior to opening the header bag. The doctor said the color was white when they open the angio-seal, and that the temperature was no problem.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a basilar artery aneurysm embolization using an 8fr artery sheath they planned to conduct femoral artery closure with an 8fr angio-seal device. The angiogram showed no obvious calcification and the artery diameter was approximately 7.8mm. After they opened the package, it was noted that the anchor had fallen off. They changed to a new 8fr angio-seal device and the following procedure went well. The patient was in stable condition. There was no patient injury/medical or surgical intervention required.